Event description:
Complainant alleged that during a routine shift check by a clinician, the device was powered on, start up tones sounded, the screen went blank, and an alarm tone sounded continuously. Complainant also observed a dot on the monitor screen and the sync light stayed on. The complainant indicated that there was no pt involvement in the reported failure.